Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event and subsequently expired. It is further alleged to have been caused by exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Add'l info has been requested and will be submitted upon receipt accordingly.